Manufacturer narrative:
The angiographic needle was returned inside its protective tubing with traces of blood on the exterior. A crack was observed on the hub of the needle. The evaluation confirms the reported problem. We are unable to conclusively determine when this occurred. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that upon insertion of the intra-aortic balloon (iab) when puncturing the patient that the blood could not be pulled back through the puncture needle. It was tried multiple times as well as through a syringe draw. After which blood was found leaking from beside the puncture needle tail. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that upon insertion of the intra-aortic balloon (iab) when puncturing the patient that the blood could not be pulled back through the puncture needle. It was tried multiple times as well as through a syringe draw. After which blood was found leaking from beside the puncture needle tail. There was no injury or harm to the patient.